Event description:
A two-way stopcock was attached to the envoy guiding catheter (gc) and blood leakage was noted from the connection part of the stopcock and the gc. Another envoy gc was used with the same stopcock, and this time no leakage occurred. The procedure was completed successfully. There was no adverse effect to the pt. The product was found intact upon opening the packaging. The hub of the catheter was not cracked and the hub was intact and round.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Please note additional info will be submitted within 30 days upon receipt.